Event description:
Procedure was a total hip arthroplasty. Covidien monopolar cautery was set up at 40 cut/90 coag. At the start of incision, when used and activated the bovie, cut setting changed from 40 to 200. Clinical staff reset it back to 40 cut and was working well, stayed at the 40 setting to the end of the procedure, patient had no complications. Device reported to supervisor, equipment was taken out of service for diagnostic testing.